Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the occluder module, with occluder head attached, to a system 1 simulator and calibrated the occluder head with no failure occurring. The pst calibrated a dozen more times with no failure occurring. He then improperly calibrated the occluder head with no tubing inserted and then installed tubing and closed the occluder head. A ¿calibrate occluder¿ message appeared briefly on the central control monitor (ccm). He calibrated the occluder head with tubing installed and then removed the tubing. Closing the occluder head caused a brief, ¿calibrate occluder¿ message to appear on the ccm. The pst then calibrated the occluder head with tubing installed incorrectly on an angle. A ¿calibrate occluder¿ message appeared briefly on the ccm. Inspected the internal boards and connections of the occluder module with nothing found that would cause failure. He placed the occluder module and occluder head into cold soak at 10°c for three hours and when removed from cold soak, calibrated the occluder head with no failure occurring. Calibrated a dozen more times with no failure occurring. The only time that a ¿calibrate occluder¿ message occurred was when the occluder head was improperly calibrated. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). As per log review it was found out that both the occluder and occluder module should be tested for proper operation. Upon review it was discovered that starting on (B)(6) 2016 to (B)(6) 2016 there are 7 occurrences of "unexpected stall". This will occur if the plunger stops (or stalls) before reaching the calibrated 0% position. The normal calibrated 0% position in the log is in the mid 1500's. The stalls occurred at position 2784, 1917, 1701, 3989, 1683, 1561, and 2352. If the tube is properly installed, stalls should not occur at these random positions.

Event description:
The event occurred during use of the device for a cardiopulmonary bypass, the occluder module commanded to recalibrate and an error message "calibrate occluder" was shown on its monitor and lost calibration. A clamp was used for the operation, therefore no effect occurred. Per clinical review: as per clinical review the information provided in the complaint and the log analysis assessment allows for an accurate assessment of the clinical events that occurred during this procedure. It appears the calibration of the occluder was done correctly, but the occluder stalled and closed prematurely a number of times over a 3-4 day period. According to the log analysis, if tubing was installed in the occluder head correctly, the occluder should not have behaved as it did unless there was a functional issue with the occluder head and / or module. Tubing clamps were used to manage venous drainage and the occluder was not changed out during the procedure. Surgery related questions were answered and the case was completed successfully, without delay and without associated blood loss. There was no harm observed.